Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi fielder fc; bmw elite. The bmw elite guide wire mentioned, is being filed under a separate manufacturer report number. The device was received. The reported difficulty to position and difficulty to remove were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, the patient presented with thrombus, and after pre-dilating the lesion with a non-abbott balloon dilatation catheter (bdc) without issue, a 014 hi-torque balance middleweight (bmw) elite guide wire was then advanced and crossed, with difficulty and slight force applied, the heavily calcified, concentric, 90% stenosed lesion in the heavily tortuous mid right coronary artery (rca). An asahi fielder guide wire was then advanced past the lesion as a buddy wire, followed by advancement of a 4.0x18 rx multi-link 8 (ml8) stent delivery system (sds) over the bmw elite guide wire, however, while advancing the ml8 sds over the bmw elite guide wire, the device became stuck (the ml8 sds could not be advanced or retracted over the bmw elite guide wire). The devices were removed from the anatomy as a single unit and aspiration of the existing thrombus was performed. Reportedly, the bmw elite and ml8 did not cause or contribute to the existing thrombus. A new 4.0x18mm ml8 was deployed in the mid rca, followed by deployment of a planned 4.0x12 ml8 proximal to the 4.0x18 ml8 stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.